Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported communication error during operation. The exact cause of the reported communication error during operation could not be determined. The exposed portion of the soft cannula was observed to be torn. During fluid path testing, fluid was observed to be leaking through the tear in the cannula. A leak test was performed. No other damages or leakages were observed. The timing and cause of the observed cannula damage is unknown. It could not be determined if the observed cannula damage contributed to the reported event.

Event description:
The patient reported their blood glucose (bg) level rose over 13.9 mmol/l (250 mg/dl), while wearing the pod between 4 and 24 hours on the abdomen. The patient reported receiving a communication error after administering a bolus. As treatment, a new pod was applied.